Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received which noted a lead fracture was alleged. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received which noted that the lead was explanted and replaced due to rv noise, oversensing, and pacing impedance measurements of greater than 2000 ohms. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pacing impedance measurements of greater than 2000 ohms, then less than 200 ohms, as well as noise. No actions/interventions have been planned or performed. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, two segments of lead were returned for a total length of 610 millimeters (mm). A thorough evaluation of the lead segments was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found extremely stretched conductor coils in the tip segment. Electro-cautery damage and laser extraction damage were noted in the insulation. Bodily tissue and calcification were noted on the distal tip, which completely covered the tip ring; residual calcification was noted on the distal tip and helix. Testing was completed to assess lead electrical performance. Measurements were within normal limits after removing some of the bodily tissue/calcification. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis indicated that it appeared that the built-up calcification on the lead¿s distal tip created a non-conductive barrier between the lead tip/ring and the heart tissue.